Event description:
Customer reported starting to experience symptoms that were described as "flu like", "shaky and headache" and attempting to test, but being unable to obtain his blood glucose reading due to his adc meter not turning on when the button was pressed or upon test strip insertion. Customer self-treated with food and self-presented to a local health care facility, where a doctor treated him with "2 cc of insulin" and unknown "pills". Customer further reported he was administered two new, not previously prescribed, medications: centrum multivitamins and vicodin 500 mg for pain. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.